Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was unable to recharge the ipg. The pt had received a new charging system, and was unsure whether he had been able to recharge with the previous charging system. Follow up identified the ipg was nonresponsive, and unable to communicate with the pt programmer as well. The pt was to follow up with the physician.